Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The customer was able to resolve following the isi tse's suggestion of undocking the system and removing the instrument and the cannula together. Once the usm was away from the patient, the customer was able to remove the stuck instrument on usm 1. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that the instrument on the universal surgical manipulator 1 (usm) was stuck on the insertion axis. The customer was at the end of the procedure and trying to remove all the instruments to undock. The customer had removed all the instruments except for usm 1 and the endoscope. The customer stated that there was some tissue stuck in the jaws. The customer received phone assistance from the technical service engineer (tse). The tse explained that the tissue might be lodged in the cannula and preventing the removal of the instrument. The tse suggested the remove the usm with the cannula installed. The customer was able to successfully remove the usm1 with the cannula being installed. The customer undocked the rest of the system and was able to remove the instrument that was stuck on the usm 1 while being away from the patient. The customer also confirmed that tissue was lodged in the cannula preventing the instrument from being removed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no tissue adhered to the robot. The reported event happened after the surgical procedure. There was no patient involvement. The operating room surgical staff contacted the technical service engineer for assistance as to why the universal surgical manipulator would not retract. The procedure was successfully completed robotically without any adverse event to the patient. Unable to release patient demographic information.